Manufacturer narrative:
(B)(4). It was reported that it was impossible to load an exam and then the device had to be shut down. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation a crash occurred during a 3d reconstruction of a CT exam because it contained multiple artefacts. This is a known design defect.

Event description:
The field service engineer (fse) started up rosa and opened patient folder. At roughly 8:48 am, the fse attempted to change 3d reference exam and exam 2 to 'post rns' series. Error occurred "impossible to load exam". The fse was able to click "ok" but not able to proceed. Rosanna software continued to compute. System needed to be shutdown and restarted, proceeded normally. Delay less than 5 minutes. No incision made, patient under anesthesia.